Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found. (B) (4): no anomalies found; the lead was not fully inserted into the device connector which means the ring cound have been intermittent or possible no connection; blood/body fluid and a breached cut were found in the outer tubing overlay; and blood/body fluid was observed in the helix mechanism; full lead analyzed.

Event description:
It was reported that 26 days post implant procedure, noise was noted on the rv lead. Both the device and lead were removed and replaced with another. No patient complications have been reported as a result of this event.

Event description:
It was reported that 26 days post implant procedure, noise was noted on the rv lead. Both the device and lead were removed and replaced with another. No patient complications have been reported as a result of this event. Further report of noise which caused ventricular oversensing and non-sustained tachycardia episodes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected operator code. Corrected other devices. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found; the lead was not fully inserted into the device connector which means the ring could have been intermittent or possible no connection; blood/body fluid and a breached cut were found in the outer tubing overlay; and blood/body fluid was observed in the helix mechanism; full lead analyzed.